Event description:
It was reported that the right ventricular (rv) pace impedance was gradually increasing over time and that recently there was a loss of capture at an implantable cardioverter defibrillator (ICD) output of 2.0 v at 0.4 ms. The ICD output was increased to 5.0 v at 1.0 ms and capture was verified. Additional threshold testing showed that loss of capture was occurring at 1.6 v at 1.0 ms. The patient had episodes of ventricular fibrillation on (B)(6) 2026, during which both anti-tachycardia pacing and 14 joule shocks were delivered. It was not reported whether the shocks were successful in converting the rhythm; however, the patient was subsequently hospitalized. Technical services (ts) review of the ICD data demonstrated that the pace impedance increase started in approximately (B)(6) 2025 and that the presenting electrogram on (B)(6) 2026, showed loss of capture at 2.0 v at 0.4 ms. The shock impedance value had not changed. Ts also discussed that on (B)(6) 2026, the patient had received a 14j shock for ventricular tachycardia (vt) which did not convert the rhythm. Post-shock, undersensing and a long interval were noted, and re-detection was not met. The latest r-wave amplitude on-trend was 3 mv, down from 17 mv at the time of the first transmission. Ts discussed non-interventional options such as increasing the shock energy, decreasing the rate cut-off for vt and increasing the rv sensitivity vs. Lead replacement. The rv lead remains in service. Additional information received from the field indicated the physician elected to continue to monitor the lead, and the lead remains in service.